Manufacturer narrative:
510k: this report is for an unk - plates: matrixneuro/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the psi peek implant had to be removed due to leakage, reports that there was no issue with the device. The procedure and patient outcome were unknown. This complaint involves three (3) devices. This report is for (1) unk - plates: matrixneuro. This is report 1 of 3 for (B)(4).